Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed is not weighing accurately. It is unk if there was pt involvement, however, no adverse consequences are reported.